Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that ECG input and pressure ports of cardiosave intra-aortic balloon pump (iabp) were going bad. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone, event site email), g3, g6, h2, h11. Corrected fields: e1 (initial reporter), e3, h6 (medical device ¿ problem code). Due to character limitation in block e1: initial reporter: (B)(6).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings investigation conclusions),h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were not able to reproduce the issue the customer experienced. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.